Manufacturer narrative:
.

Event description:
The manufacturer representative reported the lead end, contact #3, was compromised during a stage 2 deep brain stimulation implant. The technique that usually causes this occurs when the lead and cap are pushed with a kelly or tonsil down to an intermediate area without making an incision. When the surgeon comes back for the stage 2 implant (extension and neurostimulator) and makes the incision near the cap, "fishing" for the capped lead either with their fingers or forceps, puts pressure on the single pressure point at contact 3, and strips the insulation off the end of the lead. This has resulted in systems with bad impedances, shorts and in some cases, has resulted in a complete lead revision.